Event description:
Complainant alleged that the clinicians were attempting to defibrillate an 86 year old male pt who had coded during surgery. The clinicians charged the device to 200 joules, but the device would not discharge. The clinicians then obtained another device that successfully discharged the energy. The complainant indicated that the pt subsequently expired, but that the facility does not believe that the pt outcome was as a result of the reported malfunction. The first device used on the pt during the defibrillation attempt also failed and was reported under medwatch report number 1220908-1999-00797.